Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to live birth delivery, the patient experienced and pain and discomfort at the suture site. The patient returned to the hospital and discovered that the absorbable surgical suture was not absorbed. The suture was removed from the patient.